Event description:
Caller states the compact test drum vial has 11/2008 printed as the expiration date. Manufacturer has expiration date as 10/2008. No adverse event reported. Requested return of suspect device and replacement was sent.